Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was observed. A balloon aortic valvuloplasty (bav) was performed and resulted in the valve dislodging to the sino-tubular junction. The valve was snared and left implanted in the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).